Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'not alarming after infusing' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an inoperable speaker. The rear case is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm after infusing. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.